Event description:
The following information was reported to global pharmacovigilance (gpv) on 23 oct 2012. On an unknown date, the patient experienced peritonitis from her peritoneal dialysis(pd) catheter. On an unknown date, the patient's pd catheter was removed due to the peritonitis with the intent to switch her to hemodialysis. On an unknown date, the patient experienced a massive stroke which resulted in hospitalization. Treatment was not reported. On (B)(6) 2012 while hospitalized, the patient experienced a cardiac arrest and died. Cause of death-cardiac arrest. Causality statement: unassessible-peritonitis. Unrelated-massive stroke and fatal cardiac arrest. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis nurse. The nurse stated that there was "nothing wrong with the catheter "and that all information about the catheter, including the manufacturer was unknown. No further information was provided. Patient injury reported: yes medical intervention required: unknown (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).